Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an internal fixation surgery, a 2.0mm drill got stuck in the 2.0/2.7mm double-ended drill guide while drilling and the drill bit eventually snapped when trying to remove from 2.0/2.7mm double-ended drill guide. Surgery was resumed, without any delay, with a competitor's back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.